Manufacturer narrative:
The product is not expected to be returned, however the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that during a poems procedure on (B)(6) 2019 the dc0235w, duraclip broke and a fragment of the clip was retrieved from the patient. The fragment was retrieved using a grasper. There was a 10-minute delay of surgery. The surgical team was very familiar with using the product. The duraclip had deployed 2 clips successfully prior to this clip breaking. There was no patient injury or impact reported this report is being raised based on device malfunction with potential for injury upon reoccurrence.